Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the dilator for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not pass through the hub. The sheath was replaced and the procedure was continued and subsequently completed. Additional information was received on the event. The white piece inside valve broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The device evaluation was completed on 06-jan-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the vizigo sheath hub. Microscopic examination was performed on the hemostatic valve surface, and it showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Based on the information currently available, including the fact that the sheath was not used on the patient, it was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. A device history record evaluation was performed for the finished batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the dilator for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not pass through the hub. The sheath was replaced and the procedure was continued and subsequently completed. Additional information was received on the event. The white piece inside valve broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).